Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that on (B)(6) 2017, he found the customer with blood glucose of 65 mg/dl; she was having a diabetic seizure due to low blood glucose, went into cardiac arrest and was unresponsive. The caller performed CPR and called the paramedics. The customer was unresponsive until (B)(6) 2017 and was taken off the ventilator. The caller stated that the customer had two previous seizures due to low blood glucose in (B)(6) 2016. The customer had renal failure and had infection from dialysis in (B)(6) 2016. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of passing; it as disconnected on (B)(6) 2017 at the hospital. The customer was using sensors. The caller agreed returning the insulin pump for analysis.